Manufacturer narrative:
(B)(4). The customer reported that the ventilator passed an extended self test (est) and performance verification testing (pvt). The ventilator was run for forty-eight hours without any problems and the battery was run for an hour and a half before there was a low battery alert. They are putting the unit back into service with no further action required by the manufacturer.

Event description:
It was reported that while in use on a patient, the ventilator battery failed. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm. There is no report of death or serious injury associated with this event.